Manufacturer narrative:
(B)(4). The device was returned with the distal tip of the blade broken off and not returned with the device. The remaining blade portion was scratched. The device was activated with the generator and an error code 5 was displayed. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade "lockout" later in the procedure, and continued usage can result in a broken blade

Event description:
It was reported that during laparoscopic gastric bypass procedure at the end of the case they received the relax pressure on blade message, they reassembled the device and then they received the tighten assembly message. They then they used the torque wrench and then the clean blade error message appeared. They cleaned the blade and then the tighten assembly message appeared again. During activation and the self test the blade broke off outside of the patient. They used another device and completed the procedure. There was no patient consequence reported. The device is being returned for analysis.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.